Event description:
The scrub nurse, while standing next to the mayo stand, turned away from the stand and the right hand sleeve of her paper surgical gown ignited after contact with a high temp cautery that was lying uncapped on the stand. The flames instantaneously spread up the sleeve of her gown but she was able to smother them. The gown has a 9 inch burn hole in the sleeve and the nurse sustained 2-3 dime size minor burns on her arm.